Manufacturer narrative:
Replaced parts without evaluation.

Event description:
It was reported to philips that the device failed the self-test for the ECG. There was no patient involvement. Philips remote support had the three-leadset ECG cable and the ECG trunk cable replaced. After the parts were replaced, the device passed all tests and was placed back into service. The device remains in use at the customer site and no further action is necessary. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.